Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that as per surgeon the patient's tibia was in varus and an potential infection. Surgeon removed all components. It was also reported that the tibial tray grossly loose at the cement to implant interface and removed with no cement on underside. No lot number for patella and femur. Unknown cement manufacturer. Doi: (B)(6) 2015 dor: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.